Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular surgery procedure, the 4f catheter tip detached within the patient's lower leg. The physician had acquired arterial access for the surgical procedure and sometime during the procedure the catheter tip detached. The physician successfully used an .018 guidewire to secure and retrieve the catheter tip from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.